Event description:
It was reported that post a coronary stenting treatment procedure, a thrombosis and death occurred. The pt initially presented with chest pain and a headache. A CT of the head was normal and the headache dissipated with imitrex. Two days later a heart cath was performed. A heparin drip had been discontinued about 8 hours pre procedure. Angiography revealed a 99% stenosed lesion located in the non-tortuous and non-calcified mid left anterior descending artery (lad). The lesion was predilated with a 2.0x12mm quantum maverick balloon inflated twice to 14 atm's for 20 seconds. Next, a 2.75x16mm liberte' stent was deployed at 12 atm's for 25 seconds. The stent was then post dilated with a 2.75x15mm quantum maverick balloon inflated to 18 atm's for 15 seconds and again to 20 atm's for 15 seconds. The stent appeared well expanded and well apposed under fluoroscopy. No residual stenosis was noted. The pt had arrived to the ccl on a tridil drip and remained on the drip throughout the procedure. Angiomax was administered during the procedure and plavix was administered after implantation of the stent. Immediately post procedure, the pt began to experience chest pain. The physician ordered morphine, however, the chest pain returned. An echocardiogram and EKG were performed which were normal. The pt experienced a drop in blood pressure. The pt was recathed and thrombus was found inside the stent. Tpa and integrilin were administered. The stent was then dilated with a 2.0x15 maverick balloon and a 3.0x12mm maverick balloon. Angiographically, good results were noted and the pt was pain free, alert and awake. At this time, the pt experienced a skin rash with itching. Benadryl and solu-cortef were given along with IV zantac. Approximately 15 minutes post intervention the pt complained of chest pain. The pt was recathed and the stent was found to be patent and no reason for the chest pain was identified. The pt then became nauseated with vomiting, complained of a headache, became unresponsive and expired. It is the opinion of the physician that the pt's death was not related to the stent but was due to the head injury/bleed.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.